Manufacturer narrative:
Reporter email address is (B)(6). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient experienced an infection of the percutaneous lead exit site beginning (B)(6) 2019. Wound smears performed on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019 were positive for numerous bacteria. An abdominal ultrasound on (B)(6) 2019 observed a cavity not supplied with blood. Wound smear on (B)(6) 2019 found no growth of bacteria. The patient was placed on antibiotic therapy with levofloxacin administered from (B)(6) 2019 to (B)(6) 2019, meropenem from (B)(6) 2019 to (B)(6) 2019, clindamycin from (B)(6) 2019 to (B)(6)2019, and vancomycin from (B)(6) 2019 to (B)(6) 2019. The infection reportedly resolved (B)(6) 2019. No further information was provided.